Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h10. Review of the most recent repair record determined the calibration and test cut could not be performed due to a damaged comb. The comb was replaced and resolved the reported issue. Review of the device history record(s) identified no anomalies or deviations. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001526350 -2023 -00078-1.

Event description:
No additional information regarding the event is available.

Event description:
It was reported that during surgery, the graft was getting caught in the cutter and mesher. There were no adverse events associated with the malfunction. Due diligence is in process and there is no additional information at this time.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. Associated cutter medwatch: (B)(4).